Manufacturer narrative:
Complaint took place in italy. Placeholders were inserted under point h6, codes b, c and d, which were not verified, as the initial report could only be packaged in this form if they were filled in. In this final report, these placeholders from the first report were changed after the root cause analysis. This concerns codes b, c and d. Based on risk assessment and clinical assessment this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn# (B)(4) incident occurred in italy: text from the first complaint with insufficient description: accidental dural puncture with a device that has shown, after use, a welding defect, this defect has been observed in other devices with the same lot. Of the patient we know has had a worsening of health status and prolonged illness after hospital discharge. Pajunk was asked to describe the incident and the product defect in more detail / result: on (B)(6) 2024, pajunk gmbh receives the information via movi that, the subject of the official report was less serious than expected and the actual needle defect was also badly described. Problem is that there is a leakage in the plastic hub of the tuohy ii". Note: rejected sample will be delivered on (B)(6) 2024.

Event description:
Irn# (B)(4) incident occurred in italy: text from the first complaint with insufficient description: accidental dural puncture with a device that has shown, after use, a welding defect, this defect has been observed in other devices with the same lot. Of the patient we know has had a worsening of health status and prolonged illness after hospital discharge. Pajunk was asked to describe the incident and the product defect in more detail / result: on (B)(6) 2024, pajunk gmbh receives the information via movi that, the subject of the official report was less serious than expected and the actual needle defect was also badly described. Problem is that there is a leakage in the plastic hub of the tuohy ii". Note: rejected sample will be delivered on 2024-12-03.

Manufacturer narrative:
Complaint took place in italy. All codes must be filled in for the initial report, although the initial report did not previously require the b, c and d codes. Otherwise the packing of the parcels will not work. In the subsequent fu1 with the determined test results, these can change again! The failure mode was only sent to us on 2024-12-03 and is currently still being checked - error analysis. The current processing status does not yet contain the complete analysis and test results, which will only be transmitted with the subsequent fu1.